Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that intra-operation impedances were showing some with >40000. Impedances were checked several times showing the 8-15 lead was good and the 0-7 lead showed all with 0, 4, or 7 were at >40000. The 0-7 lead was moved in the header block but the impedances still showed >40000. Troubleshooting of checking connections, re-tightening set screws, switching ports, and rotating 1/4 turn before reinserting were suggested. It was noted that the issues resolved with troubleshooting. Contact 7 was still out of range but the others resolved. No patient symptoms were reported. No further complications were reported.